Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument moved unexpectedly, such as bending sideways. The user was completing the procedure as planned using a backup vessel sealer extend instrument with no further issue reported. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument passed energy recognition on the e-100 and erbe. The instrument attached to and removed from the arm without any issues on multiple attempts. Logs were unable to verify any failures. The instrument was fully functional. No product issue was identified. Issue related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to misuse of the product and recognition issues, or other factors not directly related to the devices.